Event description:
Granulation-like tissue [granuloma]. Knee edema [oedema peripheral]. Blood crp increased to 4.5 [c-reactive protein increased]. Allergy [hypersensitivity]. Knee pain [arthralgia]. Case description: a spontaneous report was received on (B)(6) 2011 from a physician via a company rep regarding a (B)(6) female pt, initials unk. The pt's medical history was significant for previous treatment with hyaluronic acid products other than synvisc and an allergy to insect bites. On an unspecified date, the pt initiated synvisc, 2ml in the knee. The pt experienced an adverse reaction roughly 48 hours after the first treatment with synvisc. The symptom included knee pain and edema with blood crp (c-reactive protein) to 4.5 (units not provided), which were sedated by arthrocentesis and administration of nsaids (nonsteroidal anti-inflammatory drugs) five days later, being accompanied by occasional development of edema. Arthroscopic examination confirmed a granulation-like tissue and its several free fragments from which it may have exfoliated. In sections of granulation-like tissue and free fragment samples, macrophages, neutrophils, and eosinophils were detected around masses of hyaluronic acid which seemed to be hylan b, and further surrounded by giant granulation-like tissue in angiogenetic phase. Confirmatory pictures of the sections were taken, but not provided. The presence of aggregation of eosinophils suggested a type of allergy, whereas the pt had synvisc administered for the first time, and therefore had no allergy to chicken and eggs. Because the adverse reactions developed as late as 48 hours after administration, type I allergy is most unlikely, but type IV allergy is also unlikely because of the severe allergic reaction. Accordingly, it could be postulated to be a very rare case where reaction to hyaluronic acid was too sensitive. The action taken with synvisc was not provided. The pt's outcome was not provided. Concomitant medications were not provided. The reporting physician assessed the relationship between synvisc and the allergy as unlikely related. The relationship between synvisc and the other events was not provided. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.